Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during removal of a large locking compression plate (lcp) on an unknown date, a screw head was stripped off. Then, when the surgeon tried to remove the screw using an extraction screw, the tip of the extraction screw was buried inside the screw head, and the extraction screw broke off. All the implants and broken fragments were successfully removed from the patient's body as confirmed via image diagnosis. The procedure was successfully completed. There was no adverse consequence to the patient. Concomitant devices: plate (part: unknown, lot: unknown, quantity: 1), drill bit (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown screw. This is report 2 of 2 for (B)(4).